Event description:
It was reported that during a drg revision on (B)(6) 2023 for the patient an scs paddle lead was explanted from the patient. It was noted that scs lead was not connected to an ipg and was not being used. It is unknown why the lead was not being used.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b5: during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.